Event description:
It was reported that after aortic valvuloplasty, the balloon could not be retracted through the 12f introducer sheath. The balloon and sheath were removed together as a single unit without incident. There was no reported pt injury

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the MFR for eval. The investigation is currently underway.